Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced frequent hypoglycemia while using the ilet pump, with concern that the device delivered excessive insulin after meal announcements and throughout day and night, including postprandial drops from about 160 mg/dl to the 50s mg/dl within about 50 minutes and a lowest value in the mid-40s mg/dl. No adverse clinical symptoms associated with low blood glucose and difficulty stabilizing glucose after treatment. Outcomes included the need for oral glucose treatment without hospitalization. Investigation included review of use patterns and troubleshooting focused on meal announcement timing, insulin delivery behavior, and hypoglycemia treatment practices. Investigation of this case revealed a likely rollercoaster pattern driven by overtreatment of lows with large carbohydrate amounts leading to rebound hyperglycemia, additional automated insulin delivery, and subsequent recurrent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related hypoglycemia overtreatment and use behavior, addressed through education.